Event description:
On 10/02/2025, a sales representative reported via email that an ar-8690ds CPR mini scorpion dx implant system had an issue with the mini scorpion needle breaking while passing the suture. All broken pieces were retrieved without issues. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was provided on 10/06/2025: on (B)(6) 20225, during a plantar plate repair procedure, the needle and shaft broke inside the patient while making the second pass for the suture. The broken components were immediately visualized and successfully removed. This incident took place prior to the insertion of any implant. The bone quality was assessed as good. The procedure was completed using the pigtail lassos included in the kit. There was no case delay, no additional anesthesia administered, and no adverse effects reported during or following the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed by the attached picture, which shows that the distal end of the needle was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0392-sub-eo - warning - to help avoid needle breakage and potential patient injury: - do not re-sterilize or reuse the scorpion¿ suture passer needle. - avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The most likely cause of the reported failure can be attributed to user error due to excessive force being applied during firing of the needle, resulting in the needle breaking.